Event description:
The physician asked the area representative to have a look at a dissection case (11/04) where the pt had a large aneurysm at the left subclavian; the great vessels were difficult to follow and it was difficult to determine the extent of the dissection, where it began and ended, the physician agreed that further imaging was necessary the physician called the area representative on friday night 11/05 to say that the pt needed to be done urgently saturday am 11/06. The physician asked the area representative to bring a 38 proximal device. The physician stated he had gotten a head CT for better imaging. The physician did a subclavian- carotid and a carotid-carotid bypass when the area representative had arrived to the case. The physician used intravascular ultrasonographic to determine true lumen. The device was delivered without difficulty. The pt expired due to cardiac tamponade. A final run was done and there seemed to be a blush into the aneurysm and left subclavian stump. The physician opted to balloon inside the graft. A final run revealed no evidence of leak but late blush into left subclavian. The physician attempted to put in an amplatzer plug into the left subclavian stump via the left arm, but abandoned the procedure due to long sheath availability. The pt was then closed and transferred to sicu. Follow-up with another physician, found the pt responsive with good pulses, and moving extremities immediately post-op. The physician called the area representative on 11/17 to say that the pt had expired. He said that she had a retrograde dissection into the ascending arch and pt expired due to cardiac tamponade.

Manufacturer narrative:
(B)(4). The investigation is in progress.